Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-march-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse adjusted the test cup reader camera position along the x & y axis. The repositioned image of the test cup is now centered. The fse also adjusted the tube positioner metallic finger on the sample feeder lane outward slightly. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for ns flags error 2332 no test cup in sample rack was the rack feed and test cup reader needed to be repaired. The test cups were intermittently not reading correctly. Mechanical alignments corrected the problem.

Event description:
On (B)(6) 2016, a customer reported ns flags error 2332 no test cup in sample rack on the aia-900 instrument. The customer is unable to run patient samples on hba1c and pth. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.